Manufacturer narrative:
Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported high power event was confirmed via review of the available autologs report which revealed a slight increase in power consumption starting on (B)(6) 2020; however, no alarms were logged within the analyzed period. Information received from the site indicated that the patient experienced a transient ischemic attack (tia); a computerized tomography (CT) scan revealed a potential cerebral abscess and accumulation of white blood cells at the head and abdominal level. Based on the limited information available, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on risk documentation and historical review of similar high power events, possible root causes of the high power event may be attributed, but not limited, to external factors such as thrombus formation/ingestion and/or patient related factors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation due to an FDA audit observation. Correction b1: adverse event and/or product problem was corrected from product problem to adverse event and product problem. Correction b2: the outcome attributed to adverse event was corrected to include hospitalization. Correction b5: the event description was corrected to capture patient signs/symptoms related to the reported event. Correction b6: laboratory data was corrected to include the diagnostic test results. Correction b7: relevant history was updated to reference a prior adverse event. The driveline infection mentioned was previously reported on medical report number 3007042319-2020-03798. Correction h1: type of reportable event was corrected from malfunction to serious injury. Correction h6: patient ime code was updated to include e172001. Product event summary: ventricular assist device (vad) (B)(6) was not returned for evaluation. The reported high-power event was confirmed via review of the available autologs report which revealed a slight increase in power consumption starting (B)(6) 2020; however, no alarms were logged within the analyzed period. Information received from the site indicated that the patient experienced a transient ischemic attack (tia); a computerized tomography (CT) scan revealed a potential cerebral abscess and accumulation of white blood cells at the head and abdominal level. Based on the limited information available, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on risk documentation and historical review of similar high-power events, possible root causes of the high-power event may be attributed, but not limited, to external factors such as thrombus formation/ingestion and/or patient related factors. Per the instructions for use, tia is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comor bidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a transient ischemic attack (tia) and there was a potential cerebral abscess and accumulation of white blood cells at the head and abdominal level which shown on a computerized tomography (CT) scan. It was also reported that the ventricular assist device (vad) exhibited high watts. It was further reported that the patient was hospitalized as a result of this event. The patient recovered fully and the vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited high watts. The vad remains in use. No patient complications have been reported as a result of this event.